Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. No unexpected audio/beep anomaly noted. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had condensation under the display after being exposed to humidity. The customer also reported that a constant tone was occurring. Blood glucose level at the time of the incident was not provided. Later in the call, the customer reported that the display was blank. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.